Manufacturer narrative:
The reported events of inadequate capture threshold, no sensing, pacing problem and helix mechanism issue were confirmed. As received, a complete lead was returned in one piece. X-ray examination found over-torque of the inner coil at the connector region. Electrical testing did not find any indication of conductor fractures but did find internal shorts due to the inner coil being over-torqued in the connector region. The cause of inadequate capture threshold, no sensing, pacing problem were due to over-torque of the inner coil in the connector region which is consistent with procedural damage. Visual inspection did not find any anomalies on the lead body. The helix was found to be fully extended and clogged with blood. After cutting the lead, cleaning the distal portion and applying torque directly to the inner coil, the helix could be retracted and extended. The cause of helix mechanism issue was isolated to the helix being clogged with blood, blood on the inner coil and over-torque of the inner coil.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
During initial implant procedure, no sensing and a loss of capture were noted on the right atrial (ra) lead. The physician suspects the cause of the event to be due to a silent atrium. The physician attempted to reposition the ra lead however the helix was no longer able to rotate. The ra lead was explanted and replaced. The patient was stable.